Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the y-site (clearlink). This was observed during patient infusion of total parenteral nutrition (tpn) and lipids via a peripherally inserted central catheter (PICC) line. The leak occurred from the diaphragm (gland) and was a dynamic leak; the middle y-port appeared to have old tpn drainage. The tubing was changed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using an in-lab pump along with pressure, clear passage, and priming were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.